Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: during the investigation, a review of the black box showed unexplained power reset events. The battery compartment was found to be cracked. No moisture/corrosion was observed in the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24 hour duration test with no power reset events duplicated during that time. The pump cover was removed, and no evidence of internal moisture or damage to the power circuit was found. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.